Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of transmission, undersensing on the atrial channel was noted. The patient was evaluated in-clinic on (B)(6) 2018 and implantable cardioverter defibrillator was reprogrammed.